Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis of right knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for the concomitant disease of hypoferric anemia. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, once weekly. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received the second injection of synvisc. On (B)(6) 2012, she developed arthritis of right knee. On (B)(6) 2012, the pt was hospitalized and synovial fluid culture revealed negative fluid bacterium. On the same day, c-reactive protein was 8.84. As of (B)(6) 2012, the pt was recovering from the event. On (B)(6) 2012, the c-reactive protein was 2.41 and on (B)(6) 2012, was 1.8. At the time of this report, the pt was still hospitalized. The action taken with synvisc treatment was not provided. Relevant concomitant medications reported included celecoxib and dried ferrous sulfate. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as probable. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.